Event description:
It was the intra-op spine case. Unfortunately, the team couldn't get the automatic registration. It had been done another scan with the same result. After the registration was done manually, the surgeon noticed some navigation shifts. The robotic case was aborted and done traditionally. No adverse effects for the patient.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation revealed that there was no system malfunction. Investigation of the case logs and scan found that the scan used contained a large amount of artifact around the intra-operative registration fixture (ict) which caused difficulty for the software to complete the ict automatic registration. Further investigation showed the ict registration fiducials appeared not perfectly spherical in the scan showing further support for the poor quality of the scan used. Due to these issues identified in the scan it would support the user experiencing navigational integrity issues with the registration. No adverse effect to the patient was reported. The observed overall risk level is lower than the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.